Manufacturer narrative:
The screw on the nozzle was loose and a replacement screw was installed. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable ise indirect gen.2 sodium result for one patient from the cobas 8000 cobas ise module. The initial result was 106 mmol/l and the repeat result was 139 mmol/l. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.